Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient had an initial left total hip arthroplasty (tha) on (B)(6) 2004 and an initial right tha on (B)(6) 2006. Patient's legal counsel further reports patient allegations of elevated levels of cobalt and chromium, pain, swelling, metallosis, damage to surrounding bone and tissue, and lack of mobility. No revision procedure is alleged. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative or postoperative bone fracture and/or postoperative pain." "Material sensitivity reactions." & "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-00382/ -00385).